Event description:
It was reported that during a da vinci si surgical procedure, the customer noted that the jaws of the maryland bipolar forceps instrument did not line up. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent causing side to side misalignment of the grips. There was a 0.061 offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Failure analysis concluded that damage was likely due to mishandling. Additional observations not reported by site were pulley damage and main tube damage. There were scratches found on the surface of the distal pulley. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that main tube damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.